Event description:
Home patient (hp) reported feeling full, as if he was overfilled, after using the homechoice cycler for apd therapy. Home patient reports the homechoice cycler did not display "last fill" and as a result the home patient felt that he had not rec'd the programmed last fill volume of 2500ml. Home patient reports later that day he performed his mid-day exchange of 2500ml but did not perform the drain prior to fill. Home patient noted feeling full and when he began therapy using the homechoice removed 5300ml in the initial drain. Home patient felt the homechoice had delivered the last fill yet did not display "last fill" and subsequently requested a replacement cycler. According to the home patient there was no pt injury or medical intervention.